Event description:
The facility's biomedical engineering department reported an infusion pump that failed during patient use. The pump was infusing "pressors" and dobutamine to a patient when the failure occurred. When attempted to "reset and running" the pump displayed "out of service" and shut off. Reportedly, "the patient was not affected by the incident."